Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited pocket erosion and was part of the system revision. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.